Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a haptic cut one of the zonules. Additional information including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/10/2008 and 03/24/2008 by fax, mail and phone. A completed questionnaire has not been received.